Manufacturer narrative:
The product was not returned for analysis. The root cause for the reported complaint could not be determined as no sample was returned for analysis. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Corrected information was provided in d.4. Product UDI has been updated. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that during an intraocular lens (iol) implant procedure, bend was noticed in the insertion tip. The lens did not deploy and was not inserted into the patient. A replacement lens was used, and the procedure was completed. Additional information received stating that the lens was opened, placed under microscope, and readied for insertion then noticed a bend in the insertion tip. There was no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).